Event description:
It was reported that, during first time use, the reamer attachment broke into two parts. There was no reported injury or delay reported with this event.

Manufacturer narrative:
No medwatch from rec'd from the user facility. All sections on this form completed by the manufacturer. Investigation results: the device was rec'd for evaluation in two pieces. An investigation found that the output shaft and gear carrier were broken, causing the device to separate. The cause of this failure could not be determined. A review of conmed linvatec records found that this is the first reported problem for this failure mode. Conmed linvatec will continue to monitor this product for failures.